Event description:
It has been reported to philips that the allura xper fd20 system could not boot up. The system was not in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not boot up. Upon functional testing, fse found that the host pc did not start up due to defective motherboard battery in host pc. The fse replaced the battery and restarted the system. After replacement of the battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.